Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) has received two to three shocks within approximately nine months. The patient reported they presented to clinic after receiving a shock and they were told the device did not provide therapy as quickly as it should have. The patient reported their device was reprogrammed the next day. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available, this report will be updated.